Manufacturer narrative:
Sample inv and DHR: the customer reported a cracked hub and returned one used sample. The sample was cracked at one of the two female luers, and the complaint is verified. The root cause for this issue has been seen with alcohol on the luers causing them to lose structural integrity. Device history record review for model 10012143 lot number 22079373 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25jul2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd smart site extension set was damaged. The following information was received by the initial reporter with the verbatim: describe the event or problem: adult female gestitional age 40w6d receiving pitocin during l&d; rn noticed bedding was soaking and noted pitocin draining from hub on y connector as it was cracked. Pt had prolonged second stage, vac assist w/3 pop-offs and potential c/s but baby delivered vaginally from roa position. Mom & baby tolerated delivery well, no complications.

Manufacturer narrative:
E4. The initial reporter also notified the FDA on aug, 2023. Medwatch report # (B)(4). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.